Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. The customer stated they did not exercise more than usual and did eat properly. Customer was treated for their low with food. The customer declined to troubleshoot for the low blood glucose incident. Customer was used auto mode smart guard feature at the time of incidence. The pump will not be returned for analysis.